Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During routine testing of the device, our foreign consignee reported the roller pump failed the rotational accuracy test. The number of rotations was found to be 246 rpm, even though the local control knob was set for the maximum range. The criteria for the roller pump rotation is 250+/-2rpm. Since the event occurred during testing of the device, there was no adverse consequence to a pt as a result of this event.